Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-eval of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received new scs system components, including an ipg and adapter, during a routine device revision on (B)(6) 2010. It was reported the adapter was connected to the competitor's lead, then connected to the ipg. Diagnostic testing of the ipg found all impedances within normal parameters. Post-operative, the ipg output could not be increased beyond 1.2 ma. Impedances measured high. The pt was taken back to the operating room for invasive testing. As no abnormalities were seen, the physician explanted the competitor leads and the adapter. New leads were implanted. The explanted products were not returned to the MFR for analysis. Follow up on the pt found no further issues reported.